Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the technician verified that the touchscreen passed all flex cable resistance verification testing and resistance ratio testing. This investigation resulted in no problems found.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a touchscreen misalignment. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a touchscreen misalignment. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touchscreen was calibrated, but the issue remained. The touchscreen was therefore replaced, and the issue was resolved. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.